Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient arrived at the hospital via ambulance. Upon changing the ventilator tubing from transport machine to the hospital's ventilator, the hub of the endotracheal tube snapped at the level of the et tube, leaving part of the plastic stuck in the tube. The tube was exchange to ventilate the patient emergently with a bougie when the patient became pulseless and CPR immediately started. The patient was bagged with the new inserted endotracheal tube but the patient died.